Event description:
"It was reported that this implantable pacemaker intrinsic amplitude is out of range on the right atrial (ra) lead. No under-sensing was observed at programmed sensitivity fixed 0.15mv (millivolts). The stored and presenting electrograms (egms) show atrial tachy response (atr) events showing farfield r-wave over-sensing (ffos). Further review of atrial lead parameters was recommended. Received additional information that this pacemaker reponed an alert that was detected for right atrial automatic threshold (raat) suspension. High threshold measurements recorded up to 3.1v (volts). The programmed pacing output is fixed at 2.0v at 0.4ms (milliseconds). Further review of atrial lead parameters was recommended to ensure appropriate capture. Received additional information the patient was seen in-clinic and the presenting electrogram (egm) showed a loss of capture (loc) on the atrial lead. The threshold was greater than 3.0v at 0.4ms with the programmed pacing output fixed at 3.5mv at 1.0ms. The physician elected to change the sensitivity to 3.0mv and was satisfied with the changes. At this time the device and the non-(B)(6) lead remain in service. No adverse patient effects were reported." This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).